Event description:
A dream station auto CPAP ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, visualization of particles in the air path was confirmed. In addition, a secondary finding of black foam was confirmed. There was no allegation of serious or permanent harm or injury. The device was scrapped.